Manufacturer narrative:
Investigation is finalized, with the conclusion that the product did not malfunction. Hence, this incident does not meet the criteria of a reportable MDR now.

Event description:
According to the complaint, the customer is experiencing more cases when they are sampling a capillary sample and the abl800 flex analyzer (sn: (B)(6) starts sampling the sample, but then it goes in status stopped. The blood was running fine in the tube, and the sample was taken with a good blood flow. The first time they had sampled the sample, and closed inlet, and the abl goes into stopped. They made a sensor adjustment, and sampled a venous sample, before they sampled a new capillary test. The same happened. They did a cleaning, took a new test, and this was ok. The day before they have seen the same issue. They do not expect a clot in the abl and there are no explanation or error code in the note/message field. The affected samples were (B)(6) 2024 at 8:17 am and 8:36 am (bilirubin measurements), and (B)(6) 2024 at 6:40 pm (k+/na+). Comparison measurements were 3,8 k+ and 136 na+ mmol/l on(B)(6) 2024 at 6:42 pm, and 236 bilirubin micromol/l on (B)(6) 2024 at 9:47 am. According to the vigilance investigation form the outcome for the affected person was retrieval of new sample and prolonged answering time. The user of the device was properly trained in using the device.